Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was reported that the upper and lower cases were contaminated and broken, the two side bail covers were broken, the lead flex cover, battery flex and heart lead flex were contaminated, the battery contacts were compressed and the two side bails were missing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.